Event description:
It was reported that the insulin pump kept turning off despite multiple battery changes. It was noted that the customer had multiple error alarms in the alarm history including a battery out limit and bad battery. Customer mentioned that the battery compartment had corrosion. Mother stated that the customer's last known blood glucose reading was 281 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No alarms or display anomaly could be verified and the functional tests could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.